Event description:
Nformation was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's spouse called and spoke with the patient on the line (who also reported information) to report that the patient got a message yesterday ((b)(6 2023)) on their controller that said internal device battery is low and to contact their clinician. When asked what level they were running their stimulation at, the patient stated, "program 5 at 12.0 or something". Reviewed the meaning of the message with the patient and the spouse and explained that battery life depended greatly on settings used and the spouse alleged that they were told the ins battery was supposed to last 10-15 years, but it didn't and that it shouldn't have run out that fast. The spouse stated the patient only had the battery set at 12.0 ma for the last 6 weeks or so. The patient stated the implant was supposed to last 10-15 years, but it had only been about a year, and they didn't think it should have run out this fast/ they thought the battery should have lasted longer. Again reviewed the 10-year battery life depended on the settings used and the longevity depended on a lot of factors and the caller stated they'd already called the doctor's office and they referred them to call in. Redirected the patient to follow up with their hcp for next steps. No further action was taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.